Event description:
Tech found that this bed had intermittent bed functions. Tech discovered that the power supply board had fluid ingress. No alleged injuries.

Manufacturer narrative:
The tech replaced the power supply board and the bed functioned properly.